Manufacturer narrative:
Reported event: an event regarding revision due to instability involving triathlon insert as reported. The event was confirmed via clinician review. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of a left total knee arthroplasty about 4 years after implantation due to instability. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of instability are multifactorial including surgical technique factors, patient factors such as activity level, bmi, and trauma. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. Conclusion: it was reported that patient was revised due to painful and unstable left total knee arthroplasty whereby the 16mm cs insert was revised with a 19mm cs insert. The event was confirmed via clinician review. The exact cause of event cannot be determined. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to painful and unstable left total knee arthroplasty. *update on 11-march-2022 per medical review: "[...] June 28, 2017: there is in operation report from dr. The pre-and postop diagnosis was painful and unstable left total knee arthroplasty. The operation performed was a revision left total knee arthroplasty. The implants utilized were a stryker triathlon x3 19 mm polyethylene insert cs size #6. Operative findings included well fixed implants, no patella wear, mild posterior medial tibial insert wear, a flexion gap that was equal in size to the extension gap, competent posterior cruciate ligament, femoral axial rotation slightly external to the tibia with the tibial rotation at the junction of the medial and middle third of the tibial tubercle. There was clear yellow fluid present but no evidence of infection. A 19 mm cs insert provided satisfactory stability according to the surgeon. [...]"

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to painful and unstable left total knee arthroplasty.